Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date, valiant captivia stent grafts were implanted in a patient for the treatment of a thoracic aortic dissection. On an unknown date post index procedure, the patient suffered from a puncture site hematoma that required surgical intervention. The patient also suffered from a myocardial infraction on an unknown date. This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified.